Manufacturer narrative:
Nova biomedical has been informed that the meter and test strips will not be returned for evaluation.

Event description:
It was reported to nova biomedical that a consumer received a result of 45 mg/dl on their blood glucose meter. The consumer immediately performed another two tests using the same meter and strips getting results of 71 mg/dl and 72 mg/dl. The difference in the readings was determined to be clinically significant. The meter and test strips in question will not be returned for evaluation.